Manufacturer narrative:
Trackwise # (B)(4). Corrected sections: d4 UDI#; h6-device code -added 2nd reported failure 2981. The device was returned to the factory for evaluation on (B)(6)2024. An investigation was conducted on (B)(6)2024. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed on both devices. There were no visual defects observed on the intact harvesting device jaws and heater wire. The c-ring was observed to be intact. The scope wash tube was observed to be bent in the center of the scope wash tube. The toggle was manipulated to retract and extend the c-ring. The c-ring would not fully retract into the cannula. No other visual defects were observed. An engineer evaluation was conducted. Upon closer investigation it was observed that the scope wash tube was bent. The failure mode was able to be recreated on another cannula subassembly by impeding the travel of the scope wash tube near the blunt tip as the c-ring slider is being retracted. Based on the returned condition of the device and the evaluation results, the reported failures "mechanical problem; c-ring" and "material twisted/ bent; scope wash¿" were confirmed. The DHR, shop floor paper work was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot # 3000388401 history record review was completed. There was an ncmr, rework, or deviations documented for the reported lot number. [Ncmr #(B)(4)-on (B)(6), 2024, the complaint department reached out to the manufacturing team to discuss a complaint with the manufacturing team. As a result of the complaint, we decided to interview the operator who was certified for the final inspection of the cannula line. The interview with the operators revealed that one operator was not following the work instructions at the final inspection on the cannula line.]. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoviewhempro vh-3500 broke making it difficult to remove device from the patient's leg. An arm of the c-ring bent. One side of the c-ring became unattached or the arm to the c-ring became stuck as the other side slid out to create a large bow in the c-ring arm. The bow in the arm took up a large amount of space and created difficulty maneuvering the devices inside the tunnel and around the vein and branches. Harvester was very close to the end, so they just continued with the case and struggled with it for the last few branches. Full piece removed from the patient. When it came time to extract the vein and device, the large bow in the c-ring arm made it difficult to extract through the incision. Harvester thought they may need to cut a larger incision but ended up getting the device and vein out without having to. The case was completed with the same device. After taking the vein out, harvester noticed a portion about 2 cm in size that was damaged that they had to cut out during vein prep. The planned procedure was completed as they had enough usable vein. Harvester was also so busy that they didn't take the time to look closer at the device after it was taken out to inspect the device and see exactly what the issue was. There was a delay of approximately 10 minutes. There was no known patient harm.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoviewhempro vh-3500 broke making it difficult to remove device from the patient's leg. An arm of the c-ring bent. One side of the c-ring became unattached or the arm to the c-ring became stuck as the other side slid out to create a large bow in the c-ring arm. The bow in the arm took up a large amount of space and created difficulty maneuvering the devices inside the tunnel and around the vein and branches. Harvester was very close to the end, so they just continued with the case and struggled with it for the last few branches. Full piece removed from the patient. When it came time to extract the vein and device, the large bow in the c-ring arm made it difficult to extract through the incision. Harvester thought they may need to cut a larger incision but ended up getting the device and vein out without having to. Nothing fell off the device or detached. No additional incisions were required. The case was completed with the same device. After taking the vein out, harvester noticed a portion about 2 cm in size that was damaged that they had to cut out during vein prep. The planned procedure was completed as they had enough usable vein. Harvester was also so busy that they didn't take the time to look closer at the device after it was taken out to inspect the device and see exactly what the issue was. There was a delay of approximately 10 minutes. There was no known patient harm.

Manufacturer narrative:
Tw # (B)(4).